Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that 3 baskets broke during a ureteroscopy; one of the extractor wires "unraveled" at the distal end of the basket and two of them broke near the handle. It was further noted that one wire was missing from the basket formation on the returned device. There was no report of any pieces remaining inside of the patient or no other adverse effects to the patient as a result of the product problem.